Event description:
After drawing blood from a pt, the technologist was discarding the used needle while using the single autodrop system. The needle did not release from the needle holder. Not being aware the needle did not release, the technologist stuck themself in left hand.